Event description:
A customer reported that during a cataract surgery, while using the hydrodissection cannula, the surgeon noted an "organic" appearing foreign body coming out of the cannula's apeture. An antibiotic was injected into the patient's anterior chamber at the end of the procedure.

Manufacturer narrative:
Samples are being returned and have not been received for evaluation. The device history record (DHR) for the lots were reviewed. No abnormalities that could have contributed to the reported complaint were found during the DHR review and the product was released according to manufacturer's acceptances criteria. (B)(4).